Event description:
Customer reported four clotted CT 190g dialyzers. Use numbers of the dialyzers were not known by the customer. Blood losses were approximately 200-300 cc. New dialyzers and blood lines were set-up and the treatments continued without further incidents. No patient injury or medical intervention was reported by the customer.